Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump. Customer was advised to call back if the malfunction code reappeared and acknowledged understanding of the instructions.